Event description:
The report indicated that the user experienced fluctuating bg levels (from a low of 54mg/dl to a high of 257mg/dl) while wearing the pod over a 2-day period. The cannula was reported to have been kinked, though no blood was observed. The pod will be returned for evaluation.

Manufacturer narrative:
The product was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated a kink was noted in the cannula. There was no report of an alarm, however, the pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.